Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing on the pneumatic block confirmed the device failure to complete its internal self-test. Internal inspection of the pneumatic block found that the non-return valve (nrv) pressure connector was disconnected from the nrv cap. The investigation determined that the device self-test failure was due to a disconnected nrv within the device pneumatic block assembly. The device passed its internal self-test when the nrv connector was reattached. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.